Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H10 : d4 (expiration date: 11/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: no. Detection site: 2 - on application. Origin: patient. Complaint: 0.1ve: foil / packaging not sealed at the bottom. Product was discarded because it was not sterile packed. Information on the defect: defect location: sterile packaging type of error: not correct / uniform / consistent (faulty) defect location: vacuum flask type of defect: damaged (broken, brittle, deformed).

Event description:
It was reported that the foil / packaging not sealed at the bottom. Product was discarded because it was not sterile packed. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device records and raw material history files for the reported lot number 0001569575 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Based on the available information a probable root cause for this reported failure mode could not be established since it was not provided enough information to fully investigate this incident. H10: b5 (describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H11: h6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.